Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported error was not reproduced. Although it was not duplicated, the error was found in the error logs, so it can be assumed that the error was triggered temporarily. As the error was temporary, possible causes include; interference of the esg-400 generator due to scattered electromagnetic interfering fields (temporary fault), the operator activates the footswitch during generator booting (temporary fault caused by user action), a defective footswitch due to short circuit in the plug (temporary fault), a defective footswitch due to defective reed contact (temporary fault), a faulty cable connection between high voltage power supply (hvps) board and generator board (temporary or permanent fault), and/or a faulty cable connection for the output signal between generator board and relay board (temporary or permanent fault). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the device evaluation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that although the e433 error could not be reproduced, it was found in the error logs to have occurred on july 11, 2023. Additional findings include the following: the front panel was cracked, and the bipolar connector was cracked (did not have burn marks).

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Event description:
The customer reported to olympus, the electrosurgical high frequency generator esg-400 had an e433 internal software / hardware error. There were no reports of patient harm.

Manufacturer narrative:
The device¿s return is anticipated; however, it has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.